Manufacturer narrative:
Device evaluation: three (3) photographs were received for evaluation. Result: from photographs received is observed a new closed sample and a used sample without stylet with a different tip orientation than the new sample. Sample received by sm: the returned sample consists of one (1) product p/n 198-32l l/n 3715075; the returned sample was received in used condition. During visual inspection no discrepancies were observed with the tip. During testing the returned product was tested and didn't fit in the test gauge. The customer reported condition was confirmed. Problem source is unknown. Engineer on (B)(6) 2019.

Event description:
It was reported that during a pre-use check, the customer noticed the orientation of the tube's fore end part was different from that of other normal ones. Also, the entire part of the tube was found excessively curved. No patient injury or complications were reported in relation to this event.